Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports 0.2 ml juvéderm ultra plus¿ xc injection in the forehead. Patient developed necrosis at forehead and small pustules formed all around the injection site. Hylase provided as treatment after 30 mins and after 2 days. Symptoms have not resolved.